Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct previously reported event and explant date. Per new information, the system was explanted on (B)(6) 2017 and it was replaced on (B)(6) 2017.

Event description:
New information received states that the system was explanted on (B)(6) 2017 and it was replaced on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the whole system was explanted and replaced due to pocket infection. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable.